Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead 2010 (B)(6); 6945-65 lead 2003 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead is unable to maintain capture management due to high pacing thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the product (B)(6) study.